Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the transmission, it was noted that there were episodes of non-sustained right ventricular oversensing on the implantable defibrillator. The oversensing was caused by post paced t-wave oversensing. Reprogramming were recommended but not made, as the oversensing only occurred one day. The patient remained entirely asymptomatic and will be monitored.